Manufacturer narrative:
An event regarding a fractured insert involving a scorpio nrg insert was reported. The event was confirmed. Method & results: device evaluation and results: the insert post fractured in fatigue. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the insert post fractured in fatigue. There are no materials or manufacturing defects were observed on the surfaces examined. The root cause could not be determined because insufficient medical information was provided. Pre and post operative clinical documentation of reasons and indications for the procedures involved, operative reports from the primary and/or revision surgeries, surgical implant records from the index and revision surgeries, xrays from the index and revision surgeries, pathology reports from the revision surgeries, and microbiology reports from the revision surgeries are needed.

Event description:
The patient underwent right tka on (B)(6) 2013. In (B)(6) 2015, the patient fell and complaned strangeness of his knee. He was x-rayed and post fracture was suspected. On (B)(6) 2015, revision surgery was performed and replaced to triathlon ts. The surgeon says that the femoral component implanted laterally, so the post was damaged.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient underwent right tka on (B)(6) 2013. In (B)(6) 2015, the patient fell and complained strangeness of his knee. He was x-rayed and post fracture was suspected. On (B)(6) 2015, revision surgery was performed and replaced to triathlon ts. The surgeon says that the femoral component implanted laterally, so the post was damaged.